Manufacturer narrative:
(B)(4). Results of investigation: this unit was serviced by a carefusion authorized service technician. It was found that the ventilator could not pass the compensation test. The power board and the damaged pressure line to the peep solenoid was replaced to correct the reported issue.

Event description:
It was reported by the customer that the ventilator had uneven tidal volumes. The tidal volume lead increases with an increase in the peep. There was no report of any patient involvement or patient harm associated with this issue.